Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the formula leaked from the line and a crack was confirmed. There was no harm to the patient.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) was not reviewed because the lot number could not be provided. However, all records from manufacturing lots are reviewed to ensure that product is released meeting all quality release specifications at the time of manufacture. Two samples were returned for evaluation. The samples were evaluated by visual inspection under micro zoom. The result found silicone tube damage. Therefore, the complaint samples could confirm the reported condition. The finite element analysis (fea) conducted on previous investigations focused on the center six cavities of the mold. From the results of this investigation, the manufacturing site learned that the material filled faster in the center cavities of the mold compared to the rest. This creates a backfill condition where the material flows into the other tubes slower. Tooling modifications were developed and an analysis of the modifications impact on the backflow condition was done. Router instructions for work orders were updated. Training was done for the quality alert to indicate the inspection of parts for bubbles. Validation of new plates and tools for the molding process of the tube have been successfully completed. This complaint will be used for tracking and trending purposes.